Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es it was determined that the drawer had failed to open. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient and this malfunction does not cause any delay in patientcare. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer noted that the pyxibus module was not available during the initial visit and the replacement was installed. The system functioned as intended after the field service engineer repaired the device.